Event description:
The inserter would not disengage from the implanted shell. There was no adverse consequence for the pt.

Manufacturer narrative:
The results of the eval performed suggest that this event was not verified. The device was determined to be within specs.